Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they want to get it taken out because it doesn't help at all, it has never helped. Patient said they have not talked with their doctor about this and their health care provider (hcp) told them to call. The patient was redirected to their healthcare provider to further address the issue and offered to send a list of doctors in their area. Since pt was not registered, warm transferred pt to device registration. On 2026-jun-30 additional information was received from the patient. The patient reported that they had notified their provider about the lack of therapeutic benefit. Therapy had not improved. The device was removed on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.